Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date the device has not been returned yet. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle break at the swaged area? Or needle pulled off from the suture thread? The needle was lost during the closure of the skin. How was case completed? The image intensifier was used to check for the absence of the needle in the patient. Intraoperative radioscopy: negative control.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. It was reported that the crimp of the needle was broken and was lost during the closure of the skin. The needle fell on the floor. The image intensifier was used to check for the absence of the needle in the patient. Intraoperative radioscopy was negative.